Event description:
Revision surgery - due to doctor completed an I&d procedure & replaced the proximal body & new headball.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00239; 400-04-280, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.